Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dirt-like foreign matter was found in the cap of the bd nokor¿ filter needle. The following information was provided by the initial reporter: "one needle was found to have particles / dirt like substance inside the container of the needle."

Manufacturer narrative:
Investigation summary: it was reported one needle was found to have particulate inside the container of the needle. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging blister with a needle assembly in it. There are black specks that appear adhered to the packaging blister bottom web located towards the bottom part of the needle assembly. No other defects or imperfections were observed. A device history record review was completed for provided material number 305200, lot number 1172461. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that dirt-like foreign matter was found in the cap of the bd nokor¿ filter needle. The following information was provided by the initial reporter: "one needle was found to have particles / dirt like substance inside the container of the needle."